Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry, pertaining to a 72 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient had endured vt, acute limb ischemia, and stroke alleged as a result of using the impella device. A single shock was delivered in response to vt. Two days later, the patient developed ischemia resulting from thrombus in the shared femoral artery that prompted an embolectomy. Lastly, the patient developed signs of an ischemic stroke another 2 days later, via CT scan. There was no record of intervention for the stroke.

Manufacturer narrative:
The investigation for the reported stroke, limb ischemia, and ventricular tachycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke, limb ischemia, and ventricular tachycardia could not be determined. D4-updated model number.